Event description:
It was reported, that during the use of the product. Leakage of medical fluid from the connection part was observed. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag not in original packaging, in decontaminated conditions; no damage was observed. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be manufacturing. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).